Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incisions were exacerbated by the lifevest equipment. Patient described the area as incisions reopening and bleeding under garment clasp. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised allowing incisions to breathe with nothing on top of them. Outcome of the irritation is unknown as follow up attempts were unsuccessful.